Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. Of note, rha 4 is not indicated for the chin in the USA.

Event description:
On 03-may-2025, primevigilance notified teoxane geneva of an adverse event. According to the information received, a patient was injected on (B)(6) 2025 with and rha 4 (current complaint), rha 2 ((B)(4)), and rha 3 ((B)(4)) in the chin. As we could not exclude the three products injected as suspect products, three cases were created and processed. On (B)(6) 2025, after the injection, the patient experienced a vascular occlusion. The patient received an unspecified dose of hyaluronidase (hylenex) as a treatment for the event. On (B)(6) 2025, the patient went to the hospital for x-rays. Result was unknown. Despite several reminders, no further information could be retrieved, especially regarding the outcome of the event. The complaint was considered closed.